Event description:
Boston scientific received information that during the routine device replacement procedure, it was noted that this left ventricular lead was exhibiting impedances greater than 3,000 ohms in pacing configurations that involved the lv tip. In addition, left ventricular noise and increased thresholds was observed. The decision was made to reprogram the left ventricular pacing configuration from bipolar to unipolar, left ventricular ring to can. In this configuration the lead impedance was 450 ohms without noise. No additional adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead was reprogrammed and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.